Event description:
The pump was returned for recurring loss of prime. Investigation revealed that the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor was found to be out of calibration, and there was evidence of contamination on the force sensor plate. Investigation also revealed the following: a cracked battery compartment, a dim/faded display screen, a peeling keypad, intermittent keypad button responsiveness, and contamination under the button contacts. A cracked battery compartment and dim display screen have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r. (B)(4).